Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm via a remote transmission. The patient was asymptomatic. The device was reprogrammed but further issues were reported. Post-paced t-wave oversensing also led to non-sustained lead noise detection. Physician opted not to reprogram at this time. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.